Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1103 hvad pump, implanted: (B)(6) 2018. 1125 hvad outflow graft, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.